Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Unknown lot number and no device returned: since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Remains implanted.

Event description:
Doctor reports that the internal threads of the unknown spline implant are damaged. Tooth location #4. The implant remains implanted.